Event description:
The user facility reported the following: the distal "t" fitting disconnected from the tubing, while attached to the pt. Approximately 5cc blood loss was reported, however, the patient suffered no adverse effects as a result of this occurrence.